Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, it was noted that upon implanting the left ventricular (lv) lead, the lead exhibited high capture threshold. The lead was not used, and a new lead was implanted. The patient status was unknown.